Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.

Event description:
The customer reported an extension set was cracked at the filter connector and leaked tpn onto the pt's bed. The customer is unsure how long the tpn was leaking. A glucose level was done with a result of 33mg/dl. The pt was given 1.2 ml of d10 ivp. No additional event or pt info is available.